Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was low at 29 mg/dl. Customer wasn't feeling good and she drank 3 small 7oz boxes of apple juice. Customer's blood glucose was up to 154 mg/dl and then 162 mg/dl. Customer stated that she feels weak and cold. Customer declined to have the emergency medical services called. Customer stated that her granddaughter was on her way. Customer was advised to call back to troubleshoot.